Event description:
It was reported that during a da vinci myomectomy procedure, the tip from the monopolar curved scissors instrument broke off. The broken piece was retrieved during the same procedure. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has been returned and evaluated. Failure analysis found the instrument's tube extension to be broken and missing a 0.3030 x 0.16 piece at the proximal clevis interface. The tube extension was fractured next to one of the keys that mates with the proximal clevis. Three fractured pieces were returned with the instrument. When the pieces were pieced together, they appear to cover the entire fractured area of the tube extension. Placement of the tip cover accessory would have captured the fractured pieces. The distal end of the main tube did not exhibit cracking upon inspection. Failure analysis concluded that the damage to the tube extension may have been due to excessive side loading or other mishandling/misuse. No other damage was found. Based on the information provided, this complaint is being reported due to the following conclusions: the tip from the instrument allegedly came off into the patient and the fragment was retrieved. Isi contacted the initial reporter of this complaint and obtained additional information regarding this reported event. The initial reporter indicated that the piece was pulled out with the trocar on it since the instrument would not come out. The piece was removed during the same procedure, no x-ray was performed and the patient didn't suffer any injuries as a result of this instrument's malfunction.